Manufacturer narrative:
Correction two batches 3353639 and 4016700. 1. DHR bhr review lot 4016700. 1 the products of this batch were assembled at intima ii auto line 3 in february 2024 and packaged at r240 package line and cfs package line in february 2024. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. DHR bhr review lot 3353639. 1 the products of this batch were assembled at intima ii auto line 3 in january 2024 and packaged at r240 package line and cfs package line in january 2024. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 3. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release, the quality guarantee certificates are 383069 4016700 coc and 383069 3353639 coc. 4. No actual samples and photos have been received for the complaint. 5. According to ma feedback, there are many factors causing fever and thrombophlebitis, and possible related factors include 1 repeated infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy in the vascular wall. 2 the blood vessel punctured during puncture is not found in time, resulting in drug leakage or small hematoma. 3 lax disinfections during operation causes infection. 4 some drugs may cause allergic reactions. 5 excessively high drug concentrations, too low a temperature, too fast a drip rate, or a change in the plasma ph by the drug. 6 the physical reasons of the patient itself. 6. No similar complaints have been received from other hospitals regarding these two batches of products. Conclusion there are no abnormalities in the production process and sterilization process of the two batches of products complained by customers, and the products all meet the requirement of bi sterility test before release. The complained samples do not involve functional issues such as piercing force, and there are no similar complaints from other hospitals, so it cannot be confirmed that the fever and thrombophlebitis of patients are related to products quality.

Event description:
Two batches 3353639 and 4016700.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc may have led to an infection on (B)(6) 2024, the medical staff used the closed venous indwelling needle device for the treatment of the patient's left knee medial meniscus cyst preoperative rehydration, in the normal operation of the use of the patient's recurrent fever 38 - 39.2, thrombophlebitis, the operator found that the use of the product was immediately stopped, 08/31/2024 given to the withdrawal of closed venous indwelling needles, static therapy team meeting, loose wet compresses, this adverse event caused thrombophlebitis, recurrent fever adverse effects on the patient.

Manufacturer narrative:
1. DHR/bhr review lot#3353639. 1-the products of this batch were assembled at intima ii auto line 3 in january 2024, and packaged at r240 package line and cfs package line in january 2024. Work order quantity was (B)(6) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. 3. No actual sample and photo have been received for the complaint. 4. According to ma feedback, there are many factors causing fever and thrombophlebitis, and possible related factors include: 1-repeated infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy in the vascular wall. 2-the blood vessel punctured during puncture is not found in time, resulting in drug leakage or small hematoma. 3-lax disinfection during operation causes infection. 4-some drugs may cause allergic reactions. 5-excessively high drug concentrations, too low a temperature, too fast a drip rate, or a change in the plasma ph by the drug. 6-the physical reasons of the patient itself. 5. No similar complaints have been received from other hospitals regarding these two batches of products. Conclusion(s): due to there is no abnormality in the production process, no material and process changes; the sterilization process is normal, and the products meet the requirement of bi sterility test before release; the complained sample does not involve functional issues such as piercing force, and there are no similar complaints from other hospitals about this batch of products, so it cannot be confirmed that this complaint is related to production.

Event description:
No additional information provided.